Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that normal saline was infusing through a pump module at 2ml/hour prior to a medication infusion. The air in line alarm went off with air bubbles extending approximately 16 inches below the pump module, and no air reached the patient. The customer does not believe the device malfunctioned. When the tubing was examined, there was noted to be a tiny horizontal slit in the pump segment. Fluid leaked out. The slit was just below the upper fitment. There was no patient harm.